Event description:
The customer opened his new contour next kit and found the cap open on the sample bottle of test strips.no adverse events were alleged.replacement test strips were sent to the customer.